Event description:
This is a report of a colleague infusion pump with damaged battery alarm. This condition has the potential to interrupt delivery. It is unknown when the reported condition occurred or if there was patient involvement. Patient injury or medical intervention was not reported. The software version is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. This involved a colleague infusion pump with a user interface module master software version 6.63.92.

Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery alarm was confirmed through the event history due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).